Manufacturer narrative:
(B)(4) - trocar sheath splits / cracks / breaks. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the product had been used and the tip of one needle was bent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, when passing through the tissue, the plastic piece on the inserter split and broke, so the physician was unable to pass the sling through the tissue. No plastic pieces broke off inserter. Another like device was used to complete the procedure with no adverse patinet consequences.